Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported cuff miss was confirmed. Analysis of the returned device also found the posterior foot was broken and not returned. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a tissue plasminogen activator (tpa) interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.